Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarm sound was not annunciating. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.